Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and diabetic ketoacidosis. Bg level was not provided. The customer alleged that boluses were not being delivered as intended; however, this could not be determined as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.